Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibiting noise and oversensing on the right ventricular (rv) channel. A revision procedure was performed and this lead was removed from service and replaced. The physician couldn't specifically identify any physical abnormality with the lead. No additional adverse patient effects were reported.